Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior fusion re-fixation at t5-s2iliac due to degenerative scoliosis. Intra-op, when cutting the set screw with reduction break off driver, the tip of it was broken and remained inside the set screw, and break off was unable to be done. The set screw with the tip of the driver inside was removed using a plier of the facility. Break off set screw was placed again and final tightening was completed without problem. No fragment of the implant or instrument remaining in the patient. No patient symptoms or complication were reported as result of this event.

Manufacturer narrative:
Product analysis result: visual microscopic hardness only and 2.5mm section of the driver's tip was returned for analysis. The fracture face of the tip shows twisting in the lobes and a circular material flow. The hardness of the driver was checked and meets print spec. It appears the tip sheared due to torsional overload. If information is provided in the future, a supplemental report will be issued.